Event description:
It was reported that during a da vinci s hernia repair procedure the scissor tip of the monopolar curved scissors instrument broke off and fell into the pt. The scissor tip was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type and without significant delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The monopolar curved scissors instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument was returned with one scissor blade broken off. The broken scissor was taped to the instrument housing. The blade is fractured at cross section of the grip cable crimp and the half of the cable crimp is exposed. The fracture plane of the blade is straight and the intact blade is chipped in three different locations of the blade edge. No other damage was found.